Event description:
It was reported that the patient presented during the emergency room. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing the reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.